Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During remote follow-up, appropriate therapy was delivered due to ventricular fibrillation and worsening patient conditions. Low impedance was observed on the superior vena cava (svc) coil and the device switched the impedance configuration to right ventricular (rv) coil to the device. The svc coil was deactivated, the impedance configuration was reprogrammed and no further intervention was performed due to the patient's condition of an end stage malignant tumor. The patient will be monitored on merlin.net and was stable.